Manufacturer narrative:
Correction provided in g2. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 14/aug/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and required pd catheter (not a fresenius product) removal. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home therapy clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated per pdrn) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime daily and ip vancomycin every other day (dosages, durations not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2023, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter. The patient¿s pd catheter was surgically removed as an outpatient on (B)(6) 2023, and a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was placed at the same time. The patient was transitioned to hd for renal replacement therapy (rrt) and will not be returning to home therapy. The patient is recovering from the events, and will be completing the prescribed antibiotics intravenously during hd. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy effluent, which warranted antibiotic therapy, pd catheter (not a fresenius product) removal and transition to hd. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius products and/or devices. Pseudomonas is part of the normal human biota and is also found in soil and moist areas such as showers, bathrooms, sinks. Based on the information available, the patient¿s liberty cycler set are excluded from having a causal or contributory role in this serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and / or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On 14/aug/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc (pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and required pd catheter (not a fresenius product) removal. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home therapy clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated per pdrn) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime daily and ip vancomycin every other day (dosages, durations not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2023, and the patient¿s nephrologist ordered the removal of the patient¿s pd catheter. The patient¿s pd catheter was surgically removed as an outpatient on (B)(6) 2023, and a permanent ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was placed at the same time. The patient was transitioned to hd for renal replacement therapy (rrt) and will not be returning to home therapy. The patient is recovering from the events, and will be completing the prescribed antibiotics intravenously during hd. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).